Manufacturer narrative:
Date of submission: 10-aug-2018. Device evaluation: the device has been returned and evaluated by product analysis on 02-aug-2018 with the following findings: the pump was unable to power on, and therefore unable to adequately investigate reported tactile changes complaint. The keypad rubber is undamaged, keypad cover was removed, and no contamination or damage was found on the key¿s contacts. Unrelated to the original complaint, there was evidence of moisture and corrosion observed on the display screen inside the pump. The pump¿s cover was removed, and further moisture and corrosion was found to the power printed circuit board.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the contrast, up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.